Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reports that the laser stopped firing at 82% of the treatment due to loss of tracking. The remaining 18% of the treatment was not performed and the current status of the pt is not known. Additional information has been requested.